Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-aug-2018, with the following findings: during investigation, the battery compartment was found to be cracked. It was also found that the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim/fading display. This report is made based on results of investigation completed on 17-aug-2018.